Event description:
A complaint was received from a customer that reported when using excel off brand reagent received erratiac results. Examples were 98, 152, "lo" (less than 20 mg/dl) mg/dl. The results were taken from separate finger sticks and were conducted within minutes of each other. The difference between the extremes of these values could be clinically significant. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were satisfactory.